Event description:
"On november 11, 2003,... Defibrillator was utilized by county area ems system paramedical personnel who responded to a cardiac emergency involving ...(the decedent)...defibrillator was defectively designed, manufactured, serviced and/or repaired in such a manner that it was unable to be adjusted to deliver an electrical charge appropriate for a pt...(who) sustained great bodily injury and died". The ambulance report received with the complaint indicates the device operator was unable to reduce the defibrillator energy setting below 200 joules when attempting to administer a defibrillator shock to the pt. The printed code summary report copy also provided with the complaint indicates the device was used in the advisory (AED) mode at least once to analyze the pt's rhythm and a shock was advised. There is no indication in the information provided that a shock was administered to the pt.